Manufacturer narrative:
Per the tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose level of 513 mg/dl with trace ketones, which were identified as life threatening by a healthcare provider. During troubleshooting with tandem technical support, the customer was not preforming the correct air removal steps during the load sequence. Elevated bg was address by a manual injection. Customer reverted to alternative insulin therapy.